Event description:
The lay user/patient's mother contacted lifescan in late 2008, and alleged that the patient's one touch ultra2 meter was displaying the battery symbol. The medical affairs specialist (mas) called and spoke with the reported on december 15, 2008 and obtained additional information. The mother informed the mas that she is the legal guardian for her adult daughter who lives with a roommate. She stated the daughter had "numerous medical conditions" and has "been forgetting stuff a lot lately". The mother mentioned to the mas that in the last week, the patient has had 3 episodes when she went into a diabetic coma and had seizures. The mother does not have any specific information as to the events prior to the patient having seizures since she does not live with her. She did mention that the last time the patient was taken to the hospital was the month prior, at 1:00 am. The paramedics had tested her and her blood glucose levels was "really low like in the 20s or 40s". The mother again did not have any other specific information regarding the event since she was not present at that time. She does not know if the patient had been able to test on the subject meter and stated that she is not aware if the reported issue (battery indicator) had begun prior to the events or after. The patient was treated with IV glucose at the hospital. At the time of troubleshooting, the mother did not have the subject test strips with her. It was verified that this was not a new product and it was determined that the patient had not changed the battery per the owner's manual (use error). This complaint is being reported because the patient's mother claimed that the patient had experienced 3 episodes of diabetic shock and seizures in the past week and it was unclear if the patient had been able to test her blood glucose at the time of the event (mother not aware as to when the reported issue exactly began). The patient was treated for hypoglycemia at the hospital. The alleged issue was resolved with troubleshooting. Replacement products were sent to lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.